Manufacturer narrative:
Additional information: b1, b2, b5, d10, h1, h3, h6.

Event description:
New information received noted that the implantable cardioverter defibrillator was explanted on an unknown date

Event description:
New information received noted that patient was stable after the implantable cardioverter defibrillator replacement date.

Manufacturer narrative:
Additional information: b5.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17583. It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with mode switches caused by their implantable cardioverter defibrillator undersensing activity. There was also an alert for high output on the right ventricular channel. Patient came in to the clinic on (B)(6) 2020 for a check, where it was found the right ventricular lead was exhibiting high capture threshold and high pacing impedance. Device was reprogrammed to address the under-sensing and the capture threshold. Patient was stable after the event.